Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the iol was found to be damaged during implantation. The damaged iol was implanted and subsequently had to be removed. There was patient contact, and no information regarding patient harm was reported. Additional information was received and stated, the lens had grooves in the central part, which was observed at the time of implantation. The surgery was completed using a replacement lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).